Event description:
It was reported that a proultra endo tip # 6 separated in a patient's tooth. There is no indication that injury occurred, though exact outcome of the event is unknown as of this report.

Manufacturer narrative:
Though there is no indication that patient injury occurred, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.